Manufacturer narrative:
D4: lot #: the customer provided lot # dr25n09031, however, this was not recognized by vantive. D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak in one of the supply lines of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the hp in ending the therapy session and disconnecting the supplies. The hp will advise their registered nurse and use manual supplies to drain manually. Rts reviewed proper procedures per the user manual reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.